Event description:
On (B)(6) 2009, the patient reported that she noticed insulin in the cartridge compartment of her infusion device one week ago. She stated that she always attaches the infusion tubing and adapter to the insulin cartridge prior to insertion into the infusion device. She has not noticed cracks in the insulin cartridge or infusion tubing. The adapter does not appear to be leaking. She stated that she does not allow insulin to reach room temperature prior to use and she was advised that this could cause condensation in the cartridge compartment. She was advised to allow insulin to reach room temperature prior to use. She was advised to dry the cartridge compartment with a cotton swab. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.